Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant procedure due to unknown product performance issue. There was no further information provided as to why it was attempted. The lead was never in service. No adverse patient effects were reported.